Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing too high blood glucose level of approximately 300-350 mg/dl. Caller took correction without success and then took correction via pen. Caller alleges the pump delivers too low insulin. No adverse event reported. Requested return of the alleged device for evaluation.